Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device's display was covered with dots and clinical information could not be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.